Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. A replacement speaker was ordered and shipped to the customer site.

Event description:
It was reported the speaker wire is broken. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.